Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse manager reported that a pt experienced a thermal injury during a cataract with intraocular lens implant procedure. Additional info from questionnaire. The thermal injury occurred prior to phacoemulsification. The thermal burn was to the cornea, resulting in wound gape/leakages, and 4 sutures were placed to close the wound. There was some shallowing of the anterior chamber resulting in iris damage, iris prolapse and hyphema. The surgeon believes the thermal injury was result of a viscoelastic occlusion as the occlusion bell sounded. The surgeon advised the injury will resolve with treatment.